Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert were met. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for impedance and v-sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Maximum pace impedance rises from 760 ohm the week ending (B)(6) 2014 to greater than 1800 ohm the week ending (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. 774 of 1366 lifetime v-sic are recorded beginning (B)(6) 2014. There are five lead failure predictor events of less than 220 ms v-v cycle recorded from (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise and contained a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood. The analyst commented that there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned without explant damage.